Event description:
On 11/02/2015, it was reported that the patient's end-of-service battery replacement ended up being a total revision as the surgeon cut the lead during surgery. The revision went well. The hospital reported that they would not be sending the generator or lead back for product analysis. It was also noted that pre-surgical diagnostics were performed and were within normal limits, the device read neos=yes.

Event description:
Clinic notes were received for review. Clinic notes dated (B)(6) 2015 indicate the patient was referred for vns replacement. Although surgery is likely, it has not occurred to date.

Event description:
The manufacturing records were reviewed and the lead met all specifications prior to distribution.

Manufacturer narrative:
Review of the available programming and diagnostic history.

Event description:
During review of programming and diagnostic history, it was observed that the vns patient's device was tested during an office visit on (B)(6) 2007 and system diagnostic results revealed high impedance (dc dc -4). No patient adverse events were reported. No known surgical interventions have occurred to date.